Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the pump or the catheter anchor was eroded through the skin. The patient was kept in the hospital, the pump dose was decreased, and the pump was removed on (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. It was reported the pump and probably the catheter would be removed. It was reported there was no signs of infection. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.